Manufacturer narrative:
The device and data log files were provided to zoll medical corporation for further evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used was not returned as part of this investigation. It was recommended to the customer to discard the multifunction cable used to prevent recurrence. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an ECG monitoring failure message. Complainant indicated that there was no patient involvement in the reported issue.